Event description:
It was reported that the t-handle broke. No injury to patient, back up used.

Manufacturer narrative:
The t-handle was returned and evaluated. A visual inspection found that the handle has broken off of the shaft. The jaws on the device are still intact can accept a part as intended. Plastics are prone to brittle fractures and a crack may have initiated during use or due to the heating and cooling associated with autoclaving. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the complaint history for the batch did not find additional complaints. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.